Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer 1.2 was not detected on the bus. A field service engineer (fse) inspected the module controller leds, which indicated no communication with the row boards. The fse then checked all power and pyxibus communication connections for drawer 1.2. After reseating all drawer connections, the fse tested the drawer using the hardware test application (hta), which confirmed proper detection and normal row board communication. The fse verified normal drawer and pocket operation during testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 had not detected on the bus. The customer had attempted recovery and rebooted the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.